Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04), rasp. The reported device has been received at zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the size 4 taperloc mp broach broke. No patient harm or impact reported. It was confirmed that no further information could be provided.